Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.

Event description:
Olympus was informed that a patient sustained an unspecified burn on the abdomen. No other information was provided but the suspect medical device was reportedly withdrawn from circulation after the event.